Event description:
It is reported that the device was implanted in 2007. The patient has stated that the device has broke. It is not known if the patient has been revised.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The date of implantation and the period of use is unknown. Patient compliance and characteristics are also not available. The plate could have fracture due to number of reasons such as insufficient healing of the bone, patient non-compliance and uneven load distribution. Further investigation can be made only with the return of the product and availability of x-rays. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.